Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving inappropriate shock. Upon review, lead dislodgement was observed. When the physician attempted to reposition the lead, it failed to be deployed. The lead was explanted and replaced. No further information was available.